Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer states pump error reoccurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin 6 trace keypad assembly.